Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], endometritis [endometritis], salpingitis [salpingitis] , menometrorrhagia [menometrorrhagia] , suggestive of diffuse adenomyosis [adenomyosis] , menorrhagia lasting up to ten days per month [prolonged heavy periods], abdominal pain [abdominal pain] , pain associated with changes in position [general body pain] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female"), endometritis ("endometritis") and salpingitis ("salpingitis") in an adult female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy, carpal tunnel release, appendectomy, gastritis, drug intolerance, spontaneous abortion (1), induced abortion (2011 and 2014) and parity 3 (mother of three children, born in 2001, 2005, and 2007.). Previously administered products included: epitomax for headache and mirena and mopral. Past adverse reactions to the above products included: device expulsion with mirena. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), endometritis (seriousness criterion medically important), salpingitis (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia"), adenomyosis ("suggestive of diffuse adenomyosis"), heavy menstrual bleeding ("menorrhagia lasting up to ten days per month"), abdominal pain ("abdominal pain") and pain ("pain associated with changes in position"). The patient was hospitalised from (B)(6) 2023. The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, endometritis, heavy menstrual bleeding, menometrorrhagia, pain, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2015 patient consulted a gynecologist and expressed a desire for sterilization. On (B)(6) 2015 patient saw another physician who presented the essure tubal sterilization procedure. According to the operative report, three coils of the device were visible in the uterine cavity on the left and three on the right. The procedure lasted eight minutes, with pain rated 4/10 on the visual analog scale (vas). The postoperative course was uncomplicated. The patient developed severe and extremely disabling symptoms after the implantation. He consulted in gynecology and requested a hysterectomy. The consultation noted adenomyosis as the cause of menorrhagia lasting up to ten days per month, which had been resistant to management with an intrauterine device. The patient was hospitalized from (B)(6) 2023. The procedure was carried out without complication, and the postoperative course was also uneventful. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] (date unknown): : bilateral salpingectomy (mild chronic salpingitis); total hysterectomy showing granulomatous endometritis without atypical hyperplasia, of nonspecific. Appearance and possibly related to migration of the essure device into the uterine cavity; a focus of adenomyosis measuring . 1.6 cm in maximum diameter; and an intramural leiomyoma measuring 1.0 cm. The cervix showed chronic erosive. Endocervicitis without neoplastic lesion. No endometriosis was identified [ultrasound pelvis] on (B)(6) 2023: the uterus had an ultrasonographic appearance suggestive of diffuse adenomyosis. The endometrium appeared normal on ultrasound. The right essure device was in a distal position and the left essure device was in an ideal position. Both ovaries had a normal sonographic. Appearance. There was no sonographic evidence of associated deep endometriosis. Batch number- d40630; manufacture date- 31-dec-2014; expiration date- 28-dec-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis

Event description:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], endometritis [endometritis] , salpingitis [salpingitis] , menometrorrhagia [menometrorrhagia] , suggestive of diffuse adenomyosis [adenomyosis] , menorrhagia lasting up to ten days per month [prolonged heavy periods] , abdominal pain [abdominal pain] , pain associated with changes in position [general body pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female"), endometritis ("endometritis") and salpingitis ("salpingitis") in an adult female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy, carpal tunnel release, appendectomy, gastritis, drug intolerance, spontaneous abortion (1), induced abortion (2011 and 2014) and parity 3 (mother of three children, born in 2001, 2005, and 2007.). Previously administered products included: epitomax for headache and mirena and mopral. Past adverse reactions to the above products included: device expulsion with mirena. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), endometritis (seriousness criterion medically important), salpingitis (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia"), adenomyosis ("suggestive of diffuse adenomyosis"), heavy menstrual bleeding ("menorrhagia lasting up to ten days per month"), abdominal pain ("abdominal pain") and pain ("pain associated with changes in position"). The patient was hospitalised (B)(6) 2023. The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, endometritis, heavy menstrual bleeding, menometrorrhagia, pain, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2015 patient consulted a gynecologist and expressed a desire for sterilization. On (B)(6) 2015 patient saw another physician who presented the essure tubal sterilization procedure. According to the operative report, three coils of the device were visible in the uterine cavity on the left and three on the right. The procedure lasted eight minutes, with pain rated 4/10 on the visual analog scale (vas). The postoperative course was uncomplicated. The patient developed severe and extremely disabling symptoms after the implantation. He consulted in gynecology and requested a hysterectomy. The consultation noted adenomyosis as the cause of menorrhagia lasting up to ten days per month, which had been resistant to management with an intrauterine device. The patient was hospitalized from (B)(6) 2023. The procedure was carried out without complication, and the postoperative course was also uneventful. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] (date unknown): bilateral salpingectomy (mild chronic salpingitis); total hysterectomy showing granulomatous endometritis without atypical hyperplasia, of nonspecific appearance and possibly related to migration of the essure device into the uterine cavity; a focus of adenomyosis measuring 1.6 cm in maximum diameter; and an intramural leiomyoma measuring 1.0 cm. The cervix showed chronic erosive endocervicitis without neoplastic lesion. No endometriosis was identified [ultrasound pelvis] on (B)(6) 2023: the uterus had an ultrasonographic appearance suggestive of diffuse adenomyosis. The endometrium appeared normal on ultrasound. The right essure device was in a distal position and the left essure device was in an ideal position. Both ovaries had a normal sonographic appearance. There was no sonographic evidence of associated deep endometriosis. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , endometritis [endometritis] , salpingitis [salpingitis] , menometrorrhagia [menometrorrhagia] , suggestive of diffuse adenomyosis [adenomyosis] , menorrhagia lasting up to ten days per month [prolonged heavy periods] , abdominal pain [abdominal pain], pain associated with changes in position [general body pain] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female"), endometritis ("endometritis") and salpingitis ("salpingitis") in an adult female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy, carpal tunnel release, appendectomy, gastritis, drug intolerance, spontaneous abortion (1), induced abortion (2011 and 2014) and parity 3 (mother of three children, born in 2001, 2005, and 2007.). Previously administered products included: epitomax for headache and mirena and mopral. Past adverse reactions to the above products included: device expulsion with mirena. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), endometritis (seriousness criterion medically important), salpingitis (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia"), adenomyosis ("suggestive of diffuse adenomyosis"), heavy menstrual bleeding ("menorrhagia lasting up to ten days per month"), abdominal pain ("abdominal pain") and pain ("pain associated with changes in position"). The patient was hospitalised from (B)(6) 2023. The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, endometritis, heavy menstrual bleeding, menometrorrhagia, pain, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2015 patient consulted a gynecologist and expressed a desire for sterilization. On (B)(6) 2015 patient saw another physician who presented the essure tubal sterilization procedure. According to the operative report, three coils of the device were visible in the uterine cavity on the left and three on the right. The procedure lasted eight minutes, with pain rated 4/10 on the visual analog scale (vas). The postoperative course was uncomplicated. The patient developed severe and extremely disabling symptoms after the implantation. He consulted in gynecology and requested a hysterectomy. The consultation noted adenomyosis as the cause of menorrhagia lasting up to ten days per month, which had been resistant to management with an intrauterine device. The patient was hospitalized from (B)(6) 2023.the procedure was carried out without complication, and the postoperative course was also uneventful. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] (date unknown): bilateral salpingectomy (mild chronic salpingitis); total hysterectomy showing granulomatous endometritis without atypical hyperplasia, of nonspecific appearance and possibly related to migration of the essure device into the uterine cavity; a focus of adenomyosis measuring 1.6 cm in maximum diameter; and an intramural leiomyoma measuring 1.0 cm. The cervix showed chronic erosive endocervicitis without neoplastic lesion. No endometriosis was identified [ultrasound pelvis] on (B)(6) 2023: the uterus had an ultrasonographic appearance suggestive of diffuse adenomyosis. The endometrium appeared normal on ultrasound. The right essure device was in a distal position and the left essure device was in an ideal position. Both ovaries had a normal sonographic appearance. There was no sonographic evidence of associated deep endometriosis. Batch number- d40630; manufacture date- 31-dec-2014; expiration date- 28-dec-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.